Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1421 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter was fixed with statlock. It was reported the catheter leaked about 7cm into the vessel, the catheter leaking was discovered during flushing after it was drawn. The catheter was used for anthracyclines at the time, which meant that we suspected any extravasation due to this the patient received savene.

Event description:
The catheter was fixed with statlock. It was reported the catheter leaked about 7cm into the vessel, the catheter leaking was discovered during flushing after it was drawn. The catheter was used for anthracyclines at the time, which meant that we suspected any extravasation due to this the patient received savene®.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed between the 6cm and 7cm depth markings. A permanent kink impression was observed proximal of the split. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed dull inward curving fracture edges. Material buckling, surface abrasion and depth marking wear was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe confirmed a leak emanating from the site of the aforementioned split. The fracture features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. The location of the split suggested that catheter securement/maintenance may have contributed to the split. The product IFU states ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recw1421 showed no other similar product complaint(s) from this lot number.